Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of reportedly 0 mg/dl, a large sore on foot, and apnea. Bg level could not be confirmed as customer did not respond to follow up attempts. The cause of the low bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Reportedly, prior to the event customer required assistance from partner to treat bg via a glucagon injection. Once hospitalized, bg was treated with intravenous insulin, saline, and customer was given a breathing tube. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.